Event description:
It was reported that approximately two weeks post cataract surgery involving a non-johnson & johnson intraocular lens (iol) and healon 5 ophthalmic viscosurgical device (ovd) in a patient¿s right eye, the patient experienced toxic anterior segment syndrome (tass). During the procedure, the lens was inserted and removed. No medical intervention was reported, and the status of the patient was indicated to be unknown. No further information was provided.

Manufacturer narrative:
Pt info: unknown/ not provided. Catalog number: the catalog # is unknown, as the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: the UDI number is unknown, as the lot number was not provided. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. Initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). Device manufacture date: unknown as the lot number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the lot number is unknown, the complaint history review could not be performed. Conclusion: the complaint product was not returned, and lot number is unknown; therefore, it is not possible to determine a malfunction and/or product quality deficiency. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.